Event description:
It was reported that an ilet pump touchscreen did not respond when the user pressed the menu icon, preventing access to the menu until the device was unlocked again, after which the user navigated to the menu and shut off the pump; this reflects an unresponsive key/button behavior localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with key or button unresponsiveness involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.